Manufacturer narrative:
D4: UDI information, serial number and expiration date unknown. H4: manufacture date unknown a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the product has air leak. Event occurred before patient use, during testing. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.